Event description:
A customer reported experiencing a repeated cartridge alarm issue on their pump, and later a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support was contacted, and the customer decided not to proceed with troubleshooting as the pump was being replaced due to the cartridge alarm issue. There was no additional follow-up information provided, and the case was subsequently closed.